Event description:
International customer reported that a pt presented with an infection two days following a c-section. The surgical site was debrided and resutured. No further info was provided.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.